Event description:
Dealer is stating that the rod where the wheel lock attaches to the chair is broken on the right side.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.